Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. The site of insertion was abdomen, and the infusion set was in use for greater than four hours. Due to the event, patient¿s blood glucose level was high and was treated with insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.